Event description:
It was reported via the risk manager, "received notice of claim stating patient with history of hartmann procedure secondary to perforated diverticulitis with fecal peritonitis underwent a laparoscopic converted to open colostomy reversal and takedown of splenic flexure with diverting loop ileostomy. The op report indicates the surgeon spent 3 hours lysing adhesions and had to convert the surgery to open for the dense adhesions. The surgeon then used a ¿25mm eea¿ to create the anastomosis without difficulty and complete donuts resulted. Upon insufflation, an air leak was present which was oversewn. After additional leak test was positive, the surgeon elected to redo the anastomosis with another 25 mm stapler. No difficulties are noted with firing and the donuts were intact but the air leak test was again positive on the posterior aspect of the anastomosis. This leak was noted to be fairly large and the surgeon did not think it could be oversewn securely so he took the anastomosis down again. For the third attempt, the surgeon used a ¿29 mm eea¿ stapler and the donuts were again intact but the leak test was again positive and so the surgeon created a diverting ileostomy. Postoperatively, the patient had a routine and uneventful and the ileostomy was successfully taken down four months later."

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.